Event description:
It was reported by service report that gas cylinder had a little oil leak near the base. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.